Event description:
It was reported in a journal article that there was once case of revision due to implant fracture approximately fourteen years post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No changes to event description.

Manufacturer narrative:
Investigation results were made available. Additional: follow up type, evaluation codes. Correction: date of event, date of report, description of event or problem, date received by MFR, type of report, additional narrative. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. DHR review: as no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: medical : revision due to implant fracture. Event description: in a study report the revision due to flange breakage in a hip replacement with severe actabular bone loss of a burch-schneider antiprotrusion cage is reported. The burch-schneider anti-protrusion cup, size 44 was implanted on the right in a patient 33 years of age (born (B)(6) 1960) on (B)(6) 1993 and revised on (B)(6) 2007 due to implant fracture which occurred in (B)(6) 2006. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only one product had been reported. Conclusion summary: in a study report the revision due to flange breakage in a hip replacement with severe actabular bone loss of a burch-schneider antiprotrusion cage is reported. The burch-schneider anti-protrusion cup, size 44 was implanted on the right side in a patient 33 years of age (born (B)(6) 1960) on (B)(6) 1993 and was revised after approx. 14 years in-vivo on (B)(6) 2007 due to implant fracture which occurred in (B)(6) 2006. The manufacturing records could not be reviewed as the lot number is unknown. The product was not returned for investigation. Due to missing device identification of devices used together with the reported burch-schneider cage, the compatibility check could not be performed. The product history showed that there are only 6 complaints for this device of which three cover the same or a similar event. The investigation did not identify a non-conformance or a complaint out of box (coob). Based on the significant lack of information, no specific root cause could be identified for the implant fracture after 14 years in in-vivo. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The case at hand was taken from a journal article; specific healthcare facility information for this event is unknown. The manufacturer did not receive x-rays, or other source documents for review. Device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device history record (DHR) review could not be performed as identification numbers of the devices involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that there was once case of revision due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.